Event description:
User facility voluntary medwatch rec'd from cdrh that stated: "tubing/roller clamp defect. Pt rec'd 900cc in under 3 hrs." Upon further query the following info was provided that indicated unrestricted flow. The tubing set was being used to deliver normal saline. The cair clamp was being used to regulate the flow. After an unspecified length of time in use, it was reported that "the roller didn't clamp well and rolled to a free flow position". There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.